Event description:
On (B)(6) 2012, the patient contacted animas, alleging the up arrow keypad button would stick and was intermittently responsive. The up arrow required multiple hard presses to elicit a response. The patient denied damage to the keypad and reportedly wore the pump in a pocket. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/04/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast buttons were found to be intermittently unresponsive and required excessive force to elicit a response. The down arrow and ok keypad buttons responded appropriately and had spring back and click when pressed. There was evidence of contamination found under the up arrow, down arrow and contrast button contacts.